Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an unspecified electronic error. No other information has been provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue using the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The formatted history file lists data from 02/27/2023 to 04/29/2023. There was no data available to verify unexpected alarms/suspends for the event date of 30-jun-2023. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 04/20/2023 at 14:37:00.000, 04/24/2023 at 13:08:00.000, 04/27/2023 at 07:00:00.000, 04/28/2023 at 03:03:00.000, 04/28/2023 at 16:01:00.000, 04/28/2023 at 22:48:00.000, 04/28/2023 at 23:02:49.000, 04/29/2023 at 10:06:00.000 and 04/28/2023 at 23:05:00.000 replace battery alert on 04/21/2023 at 00:08:00.000 replace battery now alarm on 04/21/2023 at 00:39:00.000 power loss alarm on 04/24/2023 at 14:52:17.000, 04/28/2023 at 03:31:09.000, 04/28/2023 at 16:14:37.000, 04/28/2023 at 23:06:50.000 and 04/29/2023 at 10:57:47.000 failed batt/battery failed alarm on 04/27/2023 at 08:10:46.000, 04/27/2023 at 08:22:06.000 and 04/28/2023 from 23:00:41.000 until 23:04:27.000 pump error 42 alarm on 03/25/2023 at 20:52:00.000 pump passed the self test, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with a high active current measurement. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, found corroded inside the battery tube. Swapping out test case confirms high active current measurement due to corroded battery tube. Pump received with a high active current measurement, low battery alarm, power loss alarm, battery failed alarm confirmed in the pump history due to corroded battery tube. Pump error 42 alarm confirmed in the pump history, problem isolated to the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.